Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter:the customer stated there was "foreign matter on the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-16. H6: investigation summary bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by fourier transform infrared spectroscopy and the indicated failure mode for the foreign matter with the incident lot was observed. The foreign matter closely resembles a combination of the needle hub material and the needle lubricant. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer stated there was "foreign matter on the needle."